Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and normal battery depletion was found. A random access memory chip memory error was also noted. Concomitant products: 5071 implantable pacing lead (B)(6) 2010; 7001 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. It was also reported that the right ventricular (rv) lead had high threshold measurements and no capture at high output. The device was explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.